Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the nurse on the neuroscience/neurosurgery unit found a double lumen tubing infusing IV fluids torn and leaking blood. The IV site remained intact and the customer states there was no patient injury.

Event description:
It was reported that the nurse on the neuroscience/neurosurgery unit found a double lumen tubing infusing IV fluids torn at the bifurcation and leaked blood. The IV site remained intact and the customer states there was no patient injury.

Manufacturer narrative:
The customer¿s report that the tubing infusing IV fluids torn at the bifurcation and leaked blood was confirmed. However the tubing was observed to be separated and not torn as the customer stated. Visual inspection found the set separated between the tubing and the y-connector outlet. Closer inspection of the separation under a lab microscope observed a ring of solvent around the end of the tubing where the separation occurred. The separated tubing¿s outer diameter was measured to be within measurement specification. The root cause of the separation was not identified.